Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and found the issue was caused by a loose battery terminal, adjusted it and fully charged the battery. The iabp was cleared for clinical use.

Event description:
It was reported that during use a loose battery terminal on a cs300 intra-aortic balloon pump (iabp) was detected. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e1 (event site email), g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during use a loose battery terminal on a cs300 intra-aortic balloon pump (iabp) was detected. There was no harm or injury to patient and no adverse event was reported.